Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a clearlink system secondary medication set. This occurred during infusion. An attempt to infuse d5w via a non baxter pump was not successful. The d5w did not infuse properly through secondary causing patient's sugar levels to spike. There was patient involvement; however, no patient injury or medical intervention was indicated. No additional information is available.